Event description:
Additional event information reported by the customer: poor water delivery was noticed during a diagnostic procedure; the procedure was reported to have been completed. There was no report of patient injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of observed foreign material in the nozzle could not be determined, as there was no deformation observed that might result in the retention of foreign material. Based on the facility device reprocessing information reported, it could not be determined if reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. Evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the video-scope exhibited foreign material on nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.